Event description:
It was reported that during a prostate procedure @ 37,360 joules of use and 8:09 minutes fiberlife activation and significant diminished vaporization efficiency was observed with the first fiber. The fiber was replaced, the physician removed fiber to clean, noticed cap was detached. The cap detached outside the patient. "No injuries, fiber replaced, case completed with third fiber" reported. This report is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).